Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. The customer stated that the insulin pump was exposed to moisture and once a new battery was inserted then the screen of insulin pump was frozen. The customer stated that the center button and the arrows on the keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Pump received with an unresponsive keypad at the "right" arrow button due to moisture damage on the electronic assembly. Frozen screen not confirmed. Pump error 63 alarmed during self test however, unable to download pump history do determine error 63 alarm variable due to unresponsive keypad. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.